Event description:
It was reported, the patient's charging antenna is beginning to melt. A replacement charger was sent to the patient. The patient's spouse reported, the replacement charger is working fine. The old charger was discarded.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevance of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.